Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving compounded baclofen 1000mcg/ml at 150mcg/day, dilaudid 4mg/ml at 0.6mg/day and clonidine 200mcg/ml at 30mg/day via an implantable pump. The patient¿s medical history included ms (multiple sclerosis. The patient reported pump movement and flipping. No reports of return of symptoms or other symptoms. The environmental, external or patient factors that may have led or contributed to the issue was the patient felt a tight binder post replacement was to blame, but possible twiddling and touching pump. At surgery to tack down the pump, the sutureless connector was loose and fluid appeared in the pocket. New sutureless pigtail segment added; able to aspirate catheter with no issue. The pump was re-tacked and they were using the patient¿s own binder. The issue was resolved at the time the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that patient wanted pump moved as she felt it was moving and sometimes sitting perpendicular. Healthcare provider (hcp) moved pump to lower left abdomen to account for better area for tracking down pump and less interference with her wheelchair.